Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that deflation failure and balloon rupture occurred. The stenosed target lesion was located in the right coronary artery (rca). A 4.00 x 16 synergy drug-eluting stent was advanced for dilation. However, the balloon failed to deflate and when they try to take it out, the balloon ruptured. The balloon was completely removed from the patient's body. The procedure was completed with this device. No patient serious injury nor complications were reported.